Event description:
It was reported that there were no alleged product issues. The device was explanted. The therapy was no longer helping enough and the patient had a new onset of pain in another area and the device was removed so that the patient could have an MRI. The patient was recovering from the explant surgery and they were no receiving any therapy because the device and leads were explanted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).